Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection found the device was completely detached from the plug that connects to the hf generator unit. A microscope inspection revealed traces of char deposits on the internal wiring and the insulation cover of the device was melted. Based on the device evaluation and similar reports related to the device the root cause is most likely attributed to improper handling, overload by application of external bending and/or stress by the user in combination with exceeded service life. The instruction manual states the device has a restricted service life which states, ¿do not use the hf cable after one year of use.¿ the instruction manual also states to visually inspect the cable and the plugs for irregularities on the surface. Do not use a cable with brittle or defective insulation. Replace the cable. Also per IFU, this cable is designed to be used with olympus ues-30, ues-40, erbe icc international, and valleylab new generation. The maximum power output for the instruments is limited. Use the lowest possible output setting necessary. Additionally, the OEM conducted a review of the (DHR) device history records for the affected lot number which noted no deviations or non-conformities during the manufacturing process.

Event description:
Olympus was informed that during a bladder biopsy procedure, the hf cord blew apart and began to flame up when cut settings was increased on the bovie system generator from 80 to 100. The user facility replaced the hf cord and bovie system generator to complete the procedure. No patient/user injury was reported.